Event description:
According to the clinic, the patient experienced swelling and subsequently developed an infection at the implant site. The patient was treated with antibiotics (type not reported), and the infection was reported to have resolved. The device remains in situ.